Event description:
Potential for injury associated with a 3gtq3-cg custom power chair that has a bent fork. This issue could cause the chair to be unstable and tip over with the user in it, causing them injury.